Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, channel 1 of the device was programmed to deliver an unspecified concentration of levophed, at a dose rate of 0.06 mcg/kg/min, and the delivery was started. No further programming parameters were provided. At 0040, the nurse was called to the patient's room for an unspecified alarm condition and the device had stopped delivering. At that time, the nurse attempted to backprime the device without success. It was reported, the nurse moved the tubing set to channel 3 and received the same results. No specific event details provided. The device was removed from clinical service. Therapy was resumed using a replacement device. It was reported that while the device was being replaced, the patient's blood pressure was 90/57 mmhg. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history found that on the reported event date of (B)(6) 2013, the programming present in the history did not correlate with the customer's reported programming and event information. This report represents all the information known by the reporter upon query by hospira personnel.